Manufacturer narrative:
Resolution was requested from the field. It was reported that the patient was further evaluated. The issue could not be duplicated in the clinic. The physician has elected to monitor for now. The patient will be further monitored through latitude. All available information indicates that these products remain in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a low shock impedance on this right ventricular lead. No adverse patient effects were reported.